Manufacturer narrative:
New information was received on march 5,2025 the customer has informed that the product will not be returned because it is currently functional and remains in use. Should relevant additional information become available, a supplemental medwatch report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a robotic laparoscopic surgery, the endoscope delivered a flickering image. There was no patient injury." It was confirmed that the procedure was completed successfully without surgical delay or prolongation. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).